Event description:
No bleeding after the tigerpaw fastener application during approximately 2 hours. The left atrial appendage began to bleed during closing of the chest. Physician was able to stop bleeding by suturing the left atrial appendage. This caused a delay in the case of one hour and use of additional blood products.